Event description:
Initial report noted: "tip of instrument heated up and chipped off, fell into patient's abdomen. There was no injury to patient; they were able to retrieve the tips." Additional information was received from the customer on (B)(6) 2012 which noted the initial report was "third hand information". Updated information "from the person present during the procedure noted the procedure was a laparoscopic cholecystectomy; the insulation wasn't flaking off at the time of surgery and nothing fell into the patient's abdomen; no x-ray was taken; there was no delay in the procedure. When activated, (inside the patient) the device was arcing; there was no injury but there was the potential for danger because the current was arcing and not focused."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.